Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved secondary set, secure lock, with IV set hanger, 34 inch where it was reported the user had one set leak when the valve(vent) was opened. It was further reported that they did not have the secondary set itself as it contained medication and had to be discarded appropriately. There was patient involvement and unknown human harm reported.

Manufacturer narrative:
An image was returned showing the secondary set packaging where the lot number and expiration date can be seen. The complaint of leak when the valve(vent) was opened could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.